Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04199. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed that one lead had migrated and the other lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both leads were explanted and replaced. Issue resolved.